Manufacturer narrative:
(B)(4): the patient had mesh implantation to treat pelvic organ prolapse and stress urinary incontinence. After implantation, the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia and neuromuscular, urinary and bowel problems. It was reported that patient underwent mesh removal on due to erosion. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.